Event description:
A synsiro drug-eluting stent system was selected for treatment. A stent deformation was detected.

Manufacturer narrative:
On (B)(6) 2020 - lot number was incorrect on first submission. Correct number is 05195138.

Manufacturer narrative:
8-apr-2020 - lot number was incorrect on first submission. Correct number is 05195138. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is not well folded anymore and shows signs of inflation. The stent is displaced by about 13 mm in proximal direction and severely deformed at both ends, i.e. Several struts are bent outwards. Microscopic analysis of the exposed balloon surface revealed clearly visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.